Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise during a unspecified procedure. There was pacing inhibition and asystole greater than 2 seconds. No additional adverse patient effects were reported. The system remains in service.